Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and verified the customer reported condition. To resolve the condition, the service engineer replaced the graphic user interface printed circuit board assembly. The hardware on the backlight inverter printed circuit boards were updated and the current revision software was loaded onto the ventilator. The ventilator passed self-testing.

Event description:
It was reported that the ventilator generated an error for loss of communications. The ventilator was not on a patient at the time of the event.